Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l39094, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Event description:
It was reported that ¿last time it just stopped, even though the machine that the doctor had said that it was working but I knew my body wasn¿t getting the medicine¿. It was further stated the patient experienced ¿bad withdrawal¿ and that ¿when it went dead, the pump was I was getting, I wasn¿t taking anything by mouth¿. The patient could reportedly tell that even though the pump wasn¿t alarming, it had stopped. Their pain was really high and they weren¿t getting the medication. Their pain was ¿off the scale¿. This had happened in 2008 ¿before the one I have in now was put in¿. The type of medication being delivered at the time of the event was not specified. No further information was provided. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.